Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) system error 2118, this error occurred during fill 1. The technical service representative (tsr) assisted the home patient (hp) to end therapy early because the hp replaced the heater bag with a new one after the alarm because the heater bag was empty. No patient injury or medical intervention was reported. (B)(4) contacted the caregiver. The caregiver had a hard time understanding the questioning but stated the patient was not connected when the bag was changed and did not reconnect after the bag was changed. The patient was involved, but no patient injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). Additional information: the reported condition cannot be confirmed in the lab due to a lack of sample. The root cause was determined to be user error. Review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.